Event description:
Boston scientific received information that this right ventricular (rv) lead displayed noise. It was determined the lead was fractured. A lead revision was performed to extract this lead. A new lead was implanted successfully. There were no adverse patient effects.

Manufacturer narrative:
The explanted lead was returned for analysis. Upon completion, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. The clinical observation was confirmed. There was visible abrasion on both sides of the lead at 67-83 millimeters (mm) from the terminal pin. The cathode coils were found to be fractured at the same sit. Cuts in the insulation were also obseved during lead analysis.

Event description:
.